Event description:
This pt recently underwent a right total hip arthroplasty. The cup has gone into protrusio and is into the pelvis. The pt was in the hospital and had pelvic discontinunity. Pt was admitted for a revision right total hip arthroplasty, cup side to repair pelvic discontinuity. The hip was entered through the previous incision. The head was removed using the disimpactor and this was taken anteriorly using a snake retractor. The cup was found to be quite loose and was into the pelvis. The screws were also removed. Once this was done pt was seen to have a pelvic discontinuity. The ischium and the ileum were held back together again and a 3.5 recon plate was fashioned on the posterior rim. The bone was of extremely poor quality.